Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that during cataract surgery, the system would not phaco or irrigate/aspirate. The surgeon supplied additional info indicating that this event occurred midway through the procedure. The cassette was exchanged, the handpiece was exchanged, and the system was exchanged. There were periods of chamber instability and the surgery was completed. No harm or injury to the pt was reported.